Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-03065; reference manufacturer report number: 3006705815-2019-03067.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-03065. Reference manufacturer report number: 3006705815-2019-03067. It was reported that the patient is scheduled for a full scs system explant. Follow up identified that the patient stated that their system is not functioning well. Surgical intervention may be pending to address this issue.